Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 results of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was determined that the noise is due to high cooling gas flow. The fsr performed test and calibrated the regulator.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation. Investigation is ongoing.

Event description:
(B)(4). The customer reported that the 3100a ventilator experienced an internal air leak. At this time, there is no patient involvement associated with the event.